Event description:
The longevity estimate was performed, the parameters given were used, was 26.64 months to eri. The ins had reached eri in 17 months.

Manufacturer narrative:
Device analysis for ins nkm113709s revealed no significant anomaly. The battery reached normal end of life. Telemetry and output was okay.

Event description:
Additional information reported the patient¿s physician had observed the oor message on the physician programmer and that ¿he didn¿t give it much attention.¿ impedance testing was notably both good before and after the replacement of the ins. It was noted the patient had beenable to adjust her settings, but did not. It was also noted the only impact to the patient for the event was that her ins was replaced, otherwise ¿there were no other discomforts or problems for the patient.¿

Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced an ¿early elective replacement (eri)¿ message and ¿premature¿ battery depletion. It was further reported there had been an incident of an out of range (oor) message and that ¿otherwise everything was normal.¿ impedance testing was performed and found ¿no impedance issues.¿ the ins was replaced as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the battery reached eos or eri and longevity was not met, cause unknown. The ins was received with the eri bit set. The longevity estimate is 26.64 months to eri, but according to the trace report the ins reached eri in 17 months. Oor warning occurred at 158 o, which would affect the longevity estimate negatively. The ins battery recovered and the ins passed the functional and bench tests. No internal anomaly was found with the ins that would cause the oor to appear.

Manufacturer narrative:
(B)(4).